Event description:
During breast biopsy, micro mark ii tissue marker deployed the clip and 3x5 mm cylinder as one unit. Although it was determined to be biocompatible, ethicon was contacted to determine the cylinder's ferromagnetic response to MRI. The patient will have follow-up mammogram in 6 months. Biopsy site will be assessed at that time.